Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of a voluntary remedial action. It was reported the device sheath separated from the proximal hub during preparation for use; however the lot number could not be verified and the complaint device was not returned for evaluation. The root cause of this event is undeterminable.

Event description:
Sheath separated from hub in sterile field. Never inserted into patient.